Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the camera cart monitor went black and then the pc over ip (pcoip) message appeared. This occurred twice within a 15-20 minute time frame. After that, it no longer occurred. There was no delay to the case as the they worked off the main cart monitor. The procedure was completed using the navigation system and there was no reported patient impact.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that during the case, the screen went completely black and came back up with a screen but not the pc over ip (pcoip) screen. During the system checkout, the monitor was up and running for about fifty-minutes and the error did not occur. Technical services (ts) suggested the representative re-seat the camera cart monitor cables and if the issue occurred again to try the other cart to cart cable on site. During the system checkout, the issue could not be replicated.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the reported issue was not a software issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.